Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer either administered a manual injection or bolus through pump to address blood glucose. Customer's blood glucose level was up to 600 mg/dl. Customer changed out pump supplies to address the alarm and resumed insulin delivery.